Event description:
Post lithotripsy for right calcului of a total of 3000 shocks. 1500 shocks were delivered to both the middle and lower poles at level 8. Pt developed post-op pain and was admitted to ICU with CT diagnosis fx right lower pole of the kidney. Pt received 2 units of blood.